Manufacturer narrative:
Pt age: mean age. Pt gender: mean gender. Study title: complications and predictors of hypotension requiring vasopressor after carotid artery stenting masataka nanto, yudai goto, hiroyuki yamamoto, seisuke tanigawa, hayato takeuchi, yoshikazu nakahara, hiroshi tenjin, and michiko takado doi: 10.2176/nmc.oa.2016-0155.

Event description:
The study retrospectively analyzed the medical records of 122 cases who underwent cas for symptomatic and asymptomatic carotid artery stenosis. Among them, four cases who suffered progressive stroke and were treated in the acute phase were excluded from this study. Finally 118 cases were included in this retrospective study. Patients were treated with closed cell stents and open cell stents including protégé. It is reported that 30-day stroke occurred in six cases. New ischemic lesions detected on postprocedural dw-MRI were observed in 12 cases of the hg group and 32 cases of the nhg. It is reported that patient death occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.